Event description:
A malfunction alarm with code malf 12 was reported, causing the customer's blood glucose level to be displayed as "high," indicating it exceeded 500 mg/dl. There was a notable impact on the blood glucose level, but the specific value was unknown at the time. To address the issue, technical support assisted the customer with resetting the pump, although the malfunction recurred. Consequently, a replacement pump was dispatched, and the customer was instructed on returning the defective pump using a pre-paid ups label. The customer was also advised on the steps needed upon receiving the replacement pump and confirmed the shipping details for a signature-required delivery.